Event description:
The device was used during a low anterior resection procedure. The instrument did not function properly. The hosp did not provide any further info.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.